Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Adjusted the brightness level for the left monitor. Also discussed with customer technique that help reduce image issues. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that intermittently the left monitor on the 6800 system went dark and is out of focus. There was no report of pt injury.